Event description:
Same case as MFR report #: 2134265-2009-03561 clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt experienced a myocardial infarction. The index procedure treated the 90% stenosed, 3 x 12 mm mid lad (left anterior descending) lesion. Treatment consisted of predilation with a 2.5 x 12 mm balloon at 10 atm, placement of a 3.0 x 20 mm taxus liberte stent, and post dilation using a 3.25 x 12 mm quantum maverick balloon at 20 atm resulting in 0% residual stenosis. The pt was discharged three days post procedure on asa and clopidogrel. In may 2009, the pt underwent an intervention on the circumflex due to progression of disease and an unknown size taxus liberte stent was placed due to 80% stenosis and resulted in 0% residual stenosis. The pt returned 237 days following the index procedure with a non-st elevation myocardial infarction and acute coronary syndrome likely due to a hypertensive crisis. Treatment consisted of hospitalization and medication. The pt was discharged in normal condition.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.